Event description:
The landlord in our apartment building was running a ozone generator in the building for 24 to 28 hours at a time. The ozone was affecting me and my ptsd dog in our apartment. I asked many times for them to stop the last time they ran it gave my ptsd animal a serous breathing issue and he never recovered it killed him. I also have shortness of breath which is very slowly getting better. I have a complaint with hud for denying me a reasonable accommodation and stop running it they said no. The next time it led to squirts death. There is no excuse for what happened worse yet they still think they can run one. With people in here and doing it on the low meaning there not telling a soul. The other issue is the people in this town and the state have no clue and really need education dept of health says there is nothing they can do had they all of this could have been avoided as I called the first time they ran it. The dept of health in town same thing building codes and fire dept same thing. All the way to the fire marshal of the state. Pardon me but one-word idiots. I was unaware that the FDA had regulation on these a lawyer from a large firm told me. They use it to sanitize apartments after a move out as they don't clean the units. The person from hud that's investigating this is (B)(6). The property manager is (B)(6) and she has no idea what she is doing. It is hard not to be upset as I sent them info on what they were doing and why they shouldn't which was followed with rude comments. The last time they ran one was (B)(6) 2020 in this building but I am sure there running them in the others 400 plus units. It adversely affects my breathing and way more than that. I really need you all to send warning letters. The unit they were using was a 10000 mg per hour unit. There taking the advice of the code people in town and lying about the machine trying to say it was a v3500 no odor machine. Don't. Matter the level was getting way to high and that goes without saying. They should just ban these and let hygienists use them. People and common sense seems to be in short supply. The unit either one says never use around people. "Sold at (B)(6) there trying to." FDA safety report ID #(B)(4).